Event description:
It was reported that the radio frequency (rf) generator operated without any issues for the initial five to six cycles during use on the patient. The device started to heat up to 60-65 degrees celsius immediately after delivering current and was forced to shut down. It was also reported it was also reported the dispersive electrode connector is broken. The rf generator was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).